Manufacturer narrative:
The device evaluation was completed to investigate the leak. A visual inspection was performed along with functional testing: leak testing, clear passage test, clamp function test, and device-device interaction testing (simulation use during the therapy). The reported event was verified during the evaluation since a small hole along the weld was identified. The cause was determined to be related to manufacturing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked during peritoneal dialysis therapy. The patient was connected at the time of the event. There was no patient injury or medical intervention associated with this event. No additional information is available.